Event description:
The user facility reported that, the lips and corners of pts' mouths are being lacerated during periodontal procedures, when using blades. None of the lacerations required further treatments.